Event description:
It was reported that the patient experienced a hemothorax. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained groin access and the versacross rf pigtail wire was placed in the superior vena cava (spc). The was loaded onto the pigtail wire and brought up into the svc. The pigtail wire was retracted inside of the dilator tip and then the physician dropped down onto the intra-atrial septum. The positioning of the was too low, so the physician brought the was back up to drop down again, without putting the pigtail wire up into the svc. The physician dropped down again and crossed the septum in an inferior/mid position. The pigtail wire was placed in the left superior pulmonary vein. The was positioned in the left atrium. The pigtail catheter was loaded onto the pigtail wire. The wire was pulled out of the left atrium and the physician guided the pigtail catheter into the laa. The wds was then inserted into the patient. The physician paused during insertion due to the blood pressure dropping below the patients starting pressure. Anesthesia was administering medications to treat the blood pressure and an image sweep for a pericardial effusion was performed. There was no effusion noted, and the patients blood pressure returned to the starting range. The procedure was continued, and the closure device was implanted in the laa of the patient after one partial recapture and redeployment. The devices were brought back to the right side of the patient when the imaging showed that there was large collection of fluid in the right pleural space of the patient. The physician gave protamine to reverse the heparin. The patient remained intubated under general anesthesia and the transesophageal echocardiogram (tee) probe remained in the patient for visualization. The patient became hypotensive, and anesthesia took over care of the patient. They started an arterial line, collected the patient's vitals, and administered units of blood and platelets. A trauma surgeon was consulted due to the unresolved right pleural effusion resulting in hemothorax. The trauma surgeon put a chest tube in the patient and drained approximately 1400cc of dark blood from the patients pleural space. The patients blood pressure stabilized and the patient was transferred to the ICU, remaining intubated. The patient recovered from this event and has since been discharged from the hospital.